Event description:
It was reported that following implanting a neurostimulator the patient was experiencing a warm sensation in the pocket area - occurring when the stimulator is on or off. Impedance measurements were: 01: >10000, 02: >10000, 03: >10000, 12: 773, 13: 779, 23: 668, with electrode 0 being out of range. Reprogramming was conducted to 1- and 2+ with normal impedance readings, resulting in therapy being present in the knee area but not in the feet area. The pulling and burning sensation in the neurostimulator pocket area remained. Additional information has been requested, but was not available as of the date of this report.

Event description:
Fluid was found underneath the boot over the lead and extension. There was also fluid found around the lead inside the connector. Everything was dried during a revision on (B)(6) 2012. As of (B)(6) 2012 the previous patient symptoms were gone.

Manufacturer narrative:
Lead: model 3587a, serial #(B)(4), implanted: 2001 (B)(6), explanted: unknown. Extension: model 3708340, serial # (B)(4), implanted: 2011 (B)(4), explanted: unknown. Programmer: model 37743, serial # (B)(4). Recharger: model 37752, serial # (B)(4).